Event description:
Facility reported that on (B)(6) 2012, a patient was on dialysis while using (B)(4) combiset w/bvm and gambro 6h dialyzer, experienced a reaction as soon as he was connected to the machine. Immediately the patient showed flushing of face, lips and ears, complained of sternal pain, transient dyspnea and coughing, developed rash on cheeks and arms. Patient was placed in trendelenburg position, oxygen saturation was monitored, and ECG was performed. Oxygen saturation and ECG was normal. Signs and symptoms resolved within 15 - 30 mins and the staff questioned if the patient had a esophageal reflux.